Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst right away. There was no reported patient injury. The deployer was experienced in training with the mynx device. The mynx vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). One non-sterile mynx control 6f/7f vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe detached from the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves, and no abnormal conditions were observed on the sealant sleeves. Additionally, a non-cordis catheter sheath introducer with no identified french size was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. During this evaluation, a broken syringe tip was observed, and the fractured fragment was found lodged inside the stopcock at the location where the syringe would normally lock into place. The inflation/deflation evaluation could not be performed because the broken syringe tip fragment was lodged inside the stopcock. An attempt to remove the fragment was unsuccessful; therefore, the condition of the balloon could not be functionally evaluated. A high-magnification microscopic evaluation was performed to examine the broken syringe tip, the fragment lodged within the stopcock, and the balloon surface. The microscopic assessment confirmed the presence of the broken syringe tip fragment within the stopcock. Evaluation of the balloon surface did not reveal any abnormalities, damage, or manufacturing-related defects. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed since functional analysis could not be performed due to the blockage of the broken syringe in the stopcock that could not be removed, and there were no damages noted to the balloon during visual/microscopic analysis. The exact cause of the issue experienced with the balloon could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported balloon burst. If the syringe fractured during use at the stopcock when the loss of balloon pressure was noted, it is possible that the leak resulted from the syringe damage. Alternatively, handling factors, access site vessel characteristics (which were not provided) and/or concomitant device condition factors are possible since excessive force with the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Also, procedural/handling factors likely contributed to the damaged syringe received for analysis. However, as this syringe damage was not reported by the user, it is unknown if this condition occurred during use in the procedure or during manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control instructions for use (IFU), ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states, the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst right away. There was no reported patient injury. The deployer was experienced in training with the mynx device. The mynx vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). The device will be returned for evaluation.